Manufacturer narrative:
This instrument was returned but not evaluated yet.

Event description:
Allegedly, while performing a procedure, a piece of the knife broke off and fell into the patient. The doctor immediately removed it. The procedure was completed with no injury to the patient.